Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot number was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. A lot number has been provided. A device history lot review is pending.

Event description:
A complaint was received with regards to tego¿ connector that experienced air in line. The report states that "venous port of cvc was flushed post rinse back and as writer disconnected the saline syringe, a bubble-like noise came from the tego. Writer noted the bubblelike appearance of the cap so he replaced the tego, aspirated a small amount of blood into the lumen, then did a double flush to the lumen prior to locking the port." There was unknown patient involvement. Ahs reported to cmdsnet. Impact of incident is no issues.